Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stent placement procedure in the common bile duct a female pt. During the procedure, while withdrawing the inner sheath from the pt, the inner sheath stretched and separated; the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system and no reported pt complications. The pt was reported be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).